Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did malformed clips fall off of vessels (since event description says clips were not strongly attached to vessel)? Not strongly attached on vessel so the surgeon removed it by himself. No consequences for patient. If so, was there any bleeding or leak that occurred when clips fell off of vessels? No bleeding, no leak. If bleeding occurred, were any blood products given? Was there any change to procedure or post-op patient care? No, they used another clip and completed the procedure. Event description reported: it was reported by the rep that during a laparoscopic cholecystectomy procedure, the clips were not strongly attached to the vessels (poor clip formation). Used single clips (reusable device) to complete case. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the device was cycled and one clip dropped from the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not strongly attached to the vessels (poor clip formation). Used single clips (reusable device) to complete case. There was no adverse consequence to the patient.